Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 3 events were reported for this quarter. Product return status- 3 devices were received for evaluation. Evaluation status - 3 events were confirmed during testing. - 3 devices were found to be affected by corrosion and a fractured cutting accessory. Additional information - 3 devices are not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes 3 malfunction events in which the device had a broken cutting accessory still attached. 3 events had no patient involvement; no patient impact.